Event description:
Information received indicates a (B) (6) male was implanted with an aus device, details regarding this implant was not indicated. On (B) (6) 2009, it appears the pump was removed due to erosion at the testicle/scrotum area. Ams has requested additional information.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.